Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling the cartridge with insulin. The customer push through the resistance and filled the existing cartridge with the current syringe. Customer¿s blood glucose level was 100-200 mg/dl..